Manufacturer narrative:
Concomitant medical products: product ID 8590-1, serial# (B)(4), product type: accessory. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient had a catheter kink in (B)(6) 2011, and then it was not until (B)(6) 2012 that she had the revision. The pump system was being used to infuse an unknown medication at the time of the event.

Event description:
Additional information received reported that the revision occurred in (B)(6) 2012.

Event description:
It was reported that the patient had a revision in 2012. The pump system was being used to infuse an unknown medication at the time of the event. No outcome, patient symptoms, or the reason for the revision were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), product type catheter. Product ID 8590-1, lot# n187434, implanted: 2009-(B)(6), product type accessory. (B)(4).